Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Fistula and erosion are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."

Event description:
Health professional reported, "explanted lap-band/band erosion w/gastro-gastric fistula."